Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 116 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and the stopped working. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.